Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to charge during a patient event. There was no harm to the involved patient. Another device was available to deliver therapy to the patient which was successfully cardioverted.